Manufacturer narrative:
Result, conclusion: sem analysis. Conclusion: after extensive investigation and analysis of the returned device and recreation testing, the exact root cause could not be determined.

Event description:
Device evaluation: the export advance aspiration catheter, partial stylet wire and two syringes used during the procedure were received by the manufacturing facility for evaluation. The proximal portion of the stylet with hub was not returned. The stylet wire segment appears to be square on both ends with no indication of bend or twist at the break point under low magnification. One of the syringes was still attached to the aspiration catheter hub, the second syringe was received with blood inside. Review of the returned aspiration catheter identified numerous kinks and crushed areas along the shaft, both at the distal and proximal end. The advance catheter is damaged at the same location the stylet broke; had it been fully engaged when the damage occurred. The wire lumen strain relief is lifted and there are indications some stretching force occurred.

Manufacturer narrative:
Evaluation: results/conclusion: evaluation in progress. Conclusion not yet available. (B)(4).

Event description:
The physician removed, inspected and prepped an export advance aspiration catheter as per IFU. The device was placed in the coronary artery and first aspiration was completed. It was then reported that after detaching the syringe, a piece of wire approximately 8cms long was found at the top of the syringe. No resistance was encountered when advancing the catheter to the target site while the stylet was engaged. No mention of resistance when removing the stylet from the catheter. The procedure was completed with no reported issue for the patient. "Please note that this device (advance) is distributed outside the united states; however, it is similar to the united states distributed product (advance)"

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.